Event description:
A report was received that the pt would undergo a pocket revision. The pocket was too large, causing the ipg to move to an uncomfortable location, making it difficult for the pt to charge.